Event description:
Home patient (hp) called in to report a system error 2240 alarm in dwell 5/8 during treatment on the homechoice machine. Hp's wife states at the time of the alarm hp noticed the pt line of the homechoice set had become disconnected from his transfer set and he drained effluent onto his bed and himself. Hp's wife found nothing unusual with the homechoice set pt line, hp's transfer set, or the connection between them. The treatment was subsequently discontinued and hp's healthcare professional (hcp) was notified. Per hcp, hp was given a prophylactic antibiotic. No pt injury resulted from this incident.